Event description:
Fourteen months after primary the locking screw loosened up and landed up in the back of the knee joint. Revision surgery planned but we don't know if already performed. MFR ref # 3005180920-2014-00169.